Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA: 643143, addressing MDR reporting guidance from the FDA s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed surgical tape holding the actuator components together. The device was received with the capsule fully closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. After the surgical tape was partially removed from the actuator components, the actuator components separated. A hairline crack was observed on both tab 3 and tab 4 of the male actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The dcs was returned to medtronic for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The device was a received with surgical tape holding the actuator components (deployment knob) together. The handle functioned to open and close the capsule. After the surgical tape was partially removed from the actuator components, the actuator components separated. Damage was observed on the snap fit tabs of the actuator. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a patient with tortuous anatomy, the valve was deployed and recaptured due to a deep position. During the second deployment, it was reported that the blue deployment knob of the delivery catheter system (dcs) broke. The valve was able to be fully recaptured and removed from the patient. No adverse patient effects were reported.